Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that according to the patient's doctor, the flexion/neutral spine images do not show any lead migration. The patient stated that they were still experiencing "cutting out" of stimulation with certain position changes. Impedances and connectivity were checked with the patient in a range of positions and all results were within normal limits. It was reported that the patient was attempting to get authorization for a revision, but insurance ran out (B)(6)2018 and they would not have a new insurance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient stands up their stimulation cuts out entirely and that even with small changes of body position while seated, they¿d get significant increases or decreases of stimulation. There were no known factors reported that may have led or contributed to the issue. It was reported that connectivity and impedances were checked and within normal limits. It was reported that the rep checked the patient¿s current programming to verify where the patient was feeling stimulation and had them stand to verify that they lose perception of the stimulation when they stand. It was reported that adaptive stimulation was programmed for the patient. The patient would also get flexion/neutral spine x-rays to check if the lead migrated with these movements. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned at this time. It was reported that the event occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a representative reporting that the x-ray was not yet performed and scheduled to occur within the next 2 weeks. The adaptive stimulation (as) changes did not seem to help the patient stand and made gross position changes. For fine/small changes the patient did still experience some fluctuation in the perception of the stimulation. No further complications were reported/anticipated.